Event description:
Air entered into tubing during a blood transfusion. Air was described as entering "high and midway up" in the tubing. Air entered into blood bag but went into pt. A second tubing of same lot had the same problem. A third tubing of a different lot worked well. (Label)